Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed guidance on resetting the pump, and the caller successfully completed a sensor session without further issues.